Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms. An invasive procedure was performed. The ra lead was explanted and replaced. Additionally, during the procedure, the right ventricular (rv) lead was noted to be stuck to the ra lead and was unable to be separated. The rv lead was also explanted and replaced. The pacemaker remains implanted and in service. The root cause of the noise and low out of range pacing impedance measurements is unknown. No additional adverse patient effects were reported.